Event description:
It was reported that the patient experienced stimulation in the wrong location. There was no known related incident or accident reported. Additional information was requested, but not available as of this report. A follow-up report will be filed, if additional information becomes available.

Manufacturer narrative:
(B)(4).